Event description:
I have ongoing and escalating issues since my implantation nearly 7 years ago. It started with stabbing pain and bloating in my lower abdomen. It also now includes crushing fatigue, weight gain, migraine headaches, and gi issues. I was concerned I had ovarian cancer, but that has been ruled out via vaginal ultrasound. I attribute all my issues to essure since I had none of them prior to implantation - except the migraines, which have gotten much more frequent and intense.